Manufacturer narrative:
In previous report, reported as death and other serious or important medical events. In this report correction is done, report as serious injury. Now b2 and h1section is updated/corrected.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has liver toxicity/disease. Medical intervention was not specified. The device was returned to product investigation laboratory, and they observed the following sound abatement degraded foam indications. Product investigation laboratory initiated therapy with the device and verified airflow. Product investigation laboratory observed the following from an external and internal inspection and found an unknown contaminant was observed on the accessory flip doors, top enclosure, front panel, and bottom enclosure. A dust-like contaminant was observed on the accessory flip doors, top enclosure, front panel, pca, inside the inlet of the blower box, on the rear panel, inside the iso port, on the bottom enclosure, blower, blower seal, and blower box. What appeared to be dried liquid spots with potential mineral deposits were observed on the blower and blower seal. Hair-like particles were observed on the rear panel and bottom enclosure. The brass nut of the blower was observed to have mild corrosion to it, likely due to liquid ingress. What appeared to be a keratin-like substance was observed on the outlet of the blower box and the issue of keratin. Product investigation laboratory used a fitt (foam integrity test tool) and the associated procedure and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Product investigation laboratory was not able to confirm the complaint or address the symptoms specified. Product investigation laboratory can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Box d, box e and box h has been updated.

Manufacturer narrative:
H3 other text : device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has liver toxicity/disease. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.